Event description:
It has been reported to philips that the flexvision pc was not communicating with the host during allura system start up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed fv pc is not communicating with host during start up. Fse performed troubleshooting and checked configuration for flex vision, did database verification. Restored all inputs flex vision and configured flex vision layouts. Recreated image storage for frontal and lateral chanel. Fse replaced flex vision pc and hard disk. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.